Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer observed air bubbles in the patient cartridge line. The customer's blood glucose elevated to an unknown value. Multiple attempts were made by tandem technical support to follow up with the customer; however the customer did not respond.